Event description:
Adverse event(s): blindness; intraocular pressure rise. Product problem: gas migrated to the brain. Attorney for patient reported that gas migrated through the patient's optic nerve to the brain when undiluted (100%) ispan gas was used for a vitrectomy procedure. No other substantive information was provided and reporter refused to complete informational questionnaire. Attorney reporter stated that patient's case was published as a case study (see bhatt, harit. "Pneumocephalus following macular hole repair." Arch. Ophthalmol. Nov. 2007: 1583-1584). Publication cited by attorney reporter provides the following additional information. One week postoperatively, patient experienced a rise in intraocular pressure, no light perception in the left eye and neurological symptoms (acute confusion and neurological decompensation). CT scan showed gas extending from the eye through the optic nerve into the brain tissue. No surgical intervention was deemed necessary. CT scan two months later showed dissipation of gas from the brain. Neurological status returned to normal, but left eye remained with no light perception and no view to the optic nerve due to phthisis of the eye.

Manufacturer narrative:
The device was not returned for evaluation. The reporter did not provide information traceable to the manufacturing process. Directions for use (dfu) state "product is a surgical aid for use in the treatment of uncomplicated retinal detachment by pneumatic retinopexy". (B)(4).